Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve using this delivery catheter system (d cs), the valve was implanted too low and at 2/3 deployment the physician tried to pull the valve up to a higher position. The valve dislodged out of the targeted position and was retrieved back into the sheath and taken out of the body. A second valve was then implanted. During closure of the groin, it was noted that a nose cone was sitting in the right common iliac artery. Upon inspection of this dcs it was noticed that the nose cone was missing. The physician attempted to retrieve the nose cone with a snare but was unable to get it because it was stuck in a pre-existing dissection of the common iliac artery. The nose cone was left in the patient, in the dissection. No other adverse patient effects were reported. The dissection was present prior to the valve implant; there is no allegation that a medtronic product caused the dissection.

Manufacturer narrative:
The device will not be returned for analysis as it was discarded by the customer. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Investigation results have determined that the most common primary factor for nose cone detachment is due to misuse and implant techniques that are cautioned against in the instructions for use (IFU). A section on best practices is noted in the IFU for avoiding nose cone separation during the implant procedure.